Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader, and no issues were observed. Reader turned on with button after charging. Performed touch screen test, touch screen test did not respond as expected. De-cased reader and performed internal visual inspection, and observed contamination of fibers and dust. Therefore, this issue is determined to be not confirmed to use.

Event description:
Customer reported a touch-screen issue with her/his adc freestyle libre reader, noting the screen was not responding correctly. It was further reported that on (B)(6) 2018 he was experiencing ¿discomfort and malaise¿ with a subsequent loss of consciousness but could not get a reading. Customer was taken to a hospital where she/he was diagnosed with dka (diabetic ketoacidosis) and treated with morphine (¿for another pathology¿), hydration and oxygen. No additional information was provided.there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a touch-screen issue with her/his adc freestyle libre reader, noting the screen was not responding correctly. It was further reported that on (B)(6) 2018 he was experiencing ¿discomfort and malaise¿ with a subsequent loss of consciousness but could not get a reading. Customer was taken to a hospital where she/he was diagnosed with dka (diabetic ketoacidosis) and treated with morphine (¿for another pathology¿), hydration and oxygen. No additional information was provided. There was no report of death or permanent injury associated with this event.